Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer the cardiosave intra-aortic balloon pump (iabp) does not come on when turned on. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: initially (it was submitted has "other healthcare professional") & e1 telephone number : (B)(6). It was reported during routine check up that the cardiosave intra-aortic balloon pump (iabp) unit does not come on when turned on. A getinge field service engineer (fse) stated fault detected: device does not turn on. The console unit (rescue) was correctly attached to the cart (hospital trolley. Replacement of batteries. Visual check on the status of functionality in hybrid or rescue mode and of the charging system batteries. Tests with cardiosave trainer simulator. Operational tests carried out with positive results. The fault did not cause damage to operators/patients. There was no patient involved.